Event description:
It was reported that this pacemaker system was explanted due to the patient developing an infection. The device will not be returned. No further adverse patient effects were reported.